Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the heartstart mrx was intermittently changing milliamperes during pacing while being tested on a simulator. There was no reported patient involvement.